Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 50 ml, foreign matter. The following was provided byt he initial reporter: on 6/1/2026, one x bd 50 ml syringe luer-lok tip (ref 309653) (lot 6099625 exp 2031-03-31) was opened and the syringe barrel (closest to syringe tip) and inside of packaging was discolored and sticky. No patient harm.